Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Pain in the lower extremities [pain in extremity]. Tingling in the lower extremities [paraesthesia]. Numbness in lower extremities [hypoaesthesia]. Burning sensation in the lower extremities [burning sensation]. Tendency to stumble or fall down, instability [gait disturbance]. Lack of balance [balance disorder]. Dizziness [dizziness]. Case description: an attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, version unk cream and super poligrip and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, pain in the lower extremities, tingling in the lower extremities, numbness in the lower extremities, burning sensation in the lower extremities, tendency to stumble or fall down, instability, lack of balance and dizziness. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.